Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 599 mg/dl which was addressed by delivering a bolus. Reportedly, the customer will continue to use the pump for insulin therapy.